Event description:
Asahi miraclebros 6 ptca guide wire was used for an unk lesion, and reportedly the guidewire broke at the level of the tip coils. The succlavia dissected and the physician treated it with the stenting technique. No pt effects have been reported.

Manufacturer narrative:
We could not perform the evaluation of device because it was not returned. Relation between the dissection reportedly occurred in subclavian vessel and the guidewire could not be identified because the detailed information on the procedure was not provided though requested.